Event description:
It was reported the patient had stimulation in the wrong location. The reporter stated that stimulation was not reaching targeted areas. It was noted the patient had low back pain and neuropathy in their feet. It was further noted that stimulation only went down both legs and was not reaching their low back or feet currently. The reporter stated that today when they bent their head forward the stimulation sensation stopped and when they moved their head back they could feel stimulation again. The reporter further stated they tried to make adjustments on their own with the patient programmer, but they had not gotten stimulation to the correct area. It was noted the patient¿s follow up appointment was scheduled for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).